Event description:
It was reported that the tips wore through on the crutches and exposed the metal end of the crutch. The end user fell, injuring his knee.

Manufacturer narrative:
End user was recovering from heel surgery. His left foot was casted. He was walking in the kitchen when one of the crutches slid out from underneath him and he fell. In the process, he injured his right knee. He reported that the crutch tip had worn through and exposed the metal from the crutch. He had an MRI but results are still pending. Received pictures of the crutch tips out no physical samples were sent for eval. Both crutch tips are seen worn through in the pictures exposing the adjustable tube. One of the two crutch tips was wrapped with fabric. A root cause for the incident has not been determined. The extent of any injuries resulting from this incident are not known. The end user did report that he injured his knee and sought medical attention. MRI results are pending. Based on this report, an MDR is being filed.